Manufacturer narrative:
After further reviewed of additional information received the following sections have been updated accordingly : as reported, upon inserting the 6f -7f mynx control vascular closure device (vcd), the plastic housing around the polyethylene glycol (peg) had separated. The clear housing that covers the peg was peeled away, exposing the peg and the device was unable to be used further. There was no reported patient injury and the patient recovered after the event. The device was used in an interventional peripheral procedure. The device did not separate inside the patient. There was no resistance/friction experienced during any part of the procedure and no unusual force was necessary during use of the device by the physician. The device was not returned for analysis as it was discarded. However, an image of the device was received. The image showed the distal portion of a mynx control vcd that was laid next to the inflation tubing of the unit. The image showed that the balloon of the device was flat, the sealant sleeve assembly was flared open, and the sealant was soaked in blood and swollen, which may have caused the sealant sleeve assembly to flare out. The sealant was observed not exposed along the catheter and remained in the manufacturing position. A product history record (phr) review of lot f2122102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control sealant sleeves ¿ frayed/split/torn¿ was confirmed through analysis of the image received. However, the exact cause of the issue experienced could not be determined through the image provided. Additionally, the reported ¿mynx control system ¿ deployment difficulty premature¿ was not confirmed as the image showed that the sealant remained in the manufacturing position and was not exposed along the catheter. Based on the limited information available for review and image analysis, procedural/handling factors during insertion into the sheath may have contributed to the failure reported. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. If the sealant sleeve is kinked/bent during the device insertion into sheath, that could cause the sealant to be exposed/swell, and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the image analysis suggest that the failures experienced by the customer is related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The pictures received has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional review. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# f2122102 presented no issues during the manufacturing process that can be related to the reported complaint. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon inserting the mynx control vascular closure device ( vcd) 6f 7f, the plastic housing around the polyethylene glycol (peg) had separated. Basically, the clear housing that covers the peg was peeled away, exposing the peg and thus the device was unable to be used further. As stated by the sales rep, the sealant sleeve split out of place, exposing the peg. The sales rep also stated the housing around the peg plug had split or separated from the peg, exposing the peg . There was no reported patient injury and recovered after the event. The account called to inform that a physician had a problem when using the mynx control this exact same issue with the housing separating away from the peg happened at the same account last week with a different physician. The procedure the mynx vcd was used in was interventional peripheral. The device did not separate inside the patient. There was no resistance/friction experienced during any part of the procedure and no unusual force was necessary during use of the device by the doctor. The attached image received via email shows the distal portion of a mynx control vascular closure device. The sealant sleeved appear to be frayed open exposing a sealant that is swollen and soaked in blood. The device will not be returned as it was discarded. However, a picture was provided for analysis.